Manufacturer narrative:
(B)(4).

Event description:
This companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The clinical support specialist reported that the fan on the companion caddy was not working. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver and companion driver caddy were not in use by a patient. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal, emergency battery. The companion driver caddy will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR.